Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Reportedly, the cause for the reported issue was due to the customer stopping insulin delivery and forgetting to resume insulin delivery when intended. Customer¿s blood glucose level was "high"; although specific value was not provided. Reportedly customer did not address bg.